Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photo. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/24/2023, it was reported by a sales representative via email that an ar-2324kbcc biocomposite knotless swivelock peek eyelet broke during insertion. All the fragments were removed, and case was completed successfully with another ar-2324kbcc biocomposite knotless swivelock. This was discovered during an arthroscopic rotator cuff repair on (B)(6) 2023.